Event description:
Related to MFR report # 2183959-2012-00778. "On or about (B)(6) 2008, plaintiff underwent surgery to correct her stress urinary incontinence and/or pelvic organ prolapse," and was implanted with a bioarc and 3 other mesh products. Plaintiff's attorney alleged that the "plaintiff has suffered, and continues to suffer, debilitating injuries," and that she had vaginal pressure and pain, vaginal bleeding, dyspareunia, and required further surgery and excision of eroded mesh on or about (B)(6) 2008 and (B)(6) 2009. It was also alleged that the plaintiff continues to suffer pain and vaginal complications, "including, without limitation," erosion, pain and continued incontinence.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.